Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The washer does not go onto the screws; the screws push through the caddy; and the low profile screws are stripping which caused an extension of surgery.